Event description:
On 10-dec-2025 the reporter reported that on (B)(6) 2025 the user experienced hypoglycemia with blood glucose levels unknown following overtreatment of an overnight low and limited oral intake. The user presented to the hospital where the user was monitored for approximately 10 hours and discharged (B)(6) 2025. No long-term health effects were reported.

Manufacturer narrative:
The user experienced hypoglycemia with prolonged glycemic instability after overtreatment of an overnight low in the setting of minimal intake and gastroparesis while receiving automated insulin delivery with the ilet. This behavior can result in unpredictable glucose excursions and delayed recovery and is consistent with the observed hospital evaluation and extended monitoring. Engineering logs were not available at the time of review; however, no device malfunction was alleged, and available information supports an undetermined, non-device-related metabolic cause. A follow-up MDR will be submitted if additional information becomes available or if inspection of a returned device indicates otherwise.